Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak/damage.

Event description:
Healthcare professional reported left side "implant leaking at valve". Device has been explanted.

Event description:
Healthcare professional reported left side "implant leaking at valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve. Leak test, visual and microscopic analysis was performed which identified: delamination of the valve (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure).